Event description:
The patient contacted lifescan alleging that her one touch ultra meter was prompting the error 2 message. The medical affairs specialist mailed a letter since the patient could not be reached. The patient did not allege harm. She reported contacting her nurse as a result of not feeling well. She described feeling nervous and shaky. The nurse advised her to go to the hospital. Her blood glucose level was tested; however, the result was not specified. No treatment was received. Therefore, there is no information to suggest that the patient experienced injury or medical intervention due to the meter. The customer care representative (ccr) discovered that the patient had been pressing the buttons while testing, which may have contributed to the error 2 prompt. The ccr verified that the patient was using the correct technique and a sufficient sample size was applied to the test strip. The ccr walked the patient through a retest and the meter would not countdown. Based on the information, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.